Event description:
It was reported that during fluoro, the collimator on the 9900 system coned down and all buttons illuminated. The 9900 system had to be re-booted to complete the procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The ffb board and the rtos were replaced as a precaution during the service call. The system was tested and found to be working as intended and put back into service.